Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the sound processor was found to have a burn mark. No reports of patient injury are associated with this event.